Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Evaluation conclusion code applies to the implantable neurostimulator (ins). Evaluation results code applies to the implantable neurostimulator (ins).

Event description:
The consumer reported on (B)(6) 2015 that there was a loss of therapy in (B)(6) 2015 and the patient was unable to turn on stimulation on (B)(6) 2015. The patient did not use her therapy because it was not effective. She also reported that she was going to be travelling and wanted to use the therapy, but she did not remember how to use the therapy. The patient was advised to place the patient programmer antenna over the implantable neurostimulator (ins) then press the sync button; the patient stated nothing was coming on the screen. The patient was advised to replace the patient programmer batteries; the patient did not have batteries available at that time. The patient was going to get new batteries then follow up with the manufacturer. It was recommended that the patient use the patient programmer to check therapy status; the patient seemed confused and was using the recharging system. After the difference between the patient programmer and implantable neurostimulator recharger (insr) was explained to the patient, the patient used the insr to charge the implant. The patient's ins was 75% charged with 8 coupling bars, and she received assistance turning on therapy using the insr. It was confirmed that the therapy was on, and the ins was charging. Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 later reported that the stimulation helped for two months, and then it did not help and it made her legs feel funny. It was noted that the patient was being seen for a new pump and catheter implant. The manufacturer representative reported that the patient had no contributing environmental issues related to the reported issues; she had not used the device/therapy for at least 6 months and had not kept the implantable neurostimulator (ins) charged. Diagnostic testing or troubleshooting was not performed. Interventions/actions taken to resolve the issue included spinal cord stimulation (scs) system explant. The reported issue was resolved as of (B)(6) 2016. Patient medical history included degenerative disc disease (ddd), irritable bowel syndrome (ibs), gastroesophageal reflux disease (gerd), post-traumatic stress disorder (ptsd), osteoporosis, asthma, and hypothyroidism. The patient's indications for use included spinal pain.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.830 volts. On (B)(6) 2016 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an overdischarged state prior to being received for analysis. It was noted that the lead with serial number (B)(4) was located it channel #1 and the lead with serial number (B)(4) was located in channel #2. The proximal segments of the leads were too short for a system test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.